Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, the patient had short runs of ventricular tachycardia (vt), amio gtt was decreased and epinephrine was increased from 0.02 to 0.04. Echocardiography showed impella was slightly deep; withdrawn 1cm. Better positioning. Ectopy minimal. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.